Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system leaked 2 cubic centimeter of diluted wash concentrate from the cartridge chemistry (cc) sample probe. Customer reported that the leak happened when they were running quality control. Customer reported that they had tightened the fitting to correct the leak. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the probe and inspected the analyzer.

Manufacturer narrative:
(B)(4).